Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp reported that the cause of the return of symptoms, diarrhea, and inability to make it to the bathroom was due to the patient having one day of diarrhea which had passed. The hcp noted that the return of symptoms, diarrhea, and inability to make it to the bathroom passed without intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was having hard time trying to sync. Patient did not think it was working because she was having issues with her bowels. She had anal cancer in 1999 and had radiation treatments and her digestive system has been messed up since then. Patient stated she was on prescription medications to control the diarrhea and the medications can make her constipated. She was losing control and couldn¿t keep her bowels in so this was when her healthcare provider (hcp) suggested the interstim implant. Patient stated it had helped but it did not do anything for diarrhea. It just controls her bowels, so she can make it to the toilet. It was also reported that things were going so great when she first got home after implant, however then she had two bouts of diarrhea where she was not able to make it to the bathroom. It was reviewed that she was able to sync with her implantable nuerostimulator (ins) however, once the screen went off again and she tried to re-sync, she got poor communication message on patient programmer (pp). Patient put her husband on the phone to help troubleshoot the pp. Patient services review pp use and he was able to sync successfully. Patient mis-understanding what synching means. The pp not synching was resolved during the call and the pp was working as designed. The patient was feeling stimulation during the call. Patient stated she wasn¿t feeling anything which made her wonder if there were problems so then she increased the amplitude to the point where she could feel it again. It was indicated that her next follow up appointment with hcp was on friday, so she would discuss concern more at that time. She was implanted last wednesday.